Event description:
It was reported that the replacement line of a prismaflex st150 set was observed to be disconnected and leaked during the priming process. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed that the replacement post pump line was disconnected from the 4-way multi connector. A non-homogenous mark of solvent is visible on the tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the disconnected tubing was determined to be related to the inadequate volume of solvent applied during the manufacturing assembly process. Should additional relevant information become available, a supplemental report will be submitted.